Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Visual inspection showed that the locking screw inside the end cap is not in the original position ¿ it is too deep inside. Apart from that the implant shows signs of use, such as scratches on the sleeve and end cap. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required. Function test was performed with one of our impactors 356.823 and did not show any abnormalities. Summary: the returned pfna blade was examined and the complaint condition was able to be confirmed. The investigation has shown that the locking screw is too deep inside the end cap of the blade and therefore the blade could not be locked. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required with an impactor 356.823 (sample). The review of the device history record revealed that this implant was manufactured in march 2019. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 04.027.033s. Lot: 3l79007. Manufacturing site: (B)(4). Release to warehouse date: 13 march 2019. Expiry date: 01 march 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the blade would not lock during insertion . No further information provided. Concomitant devices reported: unknown nails: pfna (part# unknown, lot# unknown, quantity# 1). This report is for one (1) pfna blade perf l90 tan. This is report 1 of 1 for (B)(4).